Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead tracker guide wire was returned for investigation. The proximal polymer jacket was partially elongated and rolled back over the coil segment. Microscopic observation of the rolled back polymer jacket found a flat surface without stretching, suggesting that the polymer was not detached. X-ray observation found that there were no damage or fracture with the outer coil and core wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the polymer jacket was rolled back as the distal segment of the crosslead tracker was abrased by the lesion and/or the concomitantly used catheter. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the possibility of the wire fragment left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that a crosslead tracker guide wire was contralaterally manipulated in the common femoral artery (cfa) during an endovascular treatment (evt) for a moderately calcified, 100%-occluded chronic total occlusion (cto) in the segment in the right cfa to superficial femoral artery (sfa). As strong resistance was met, the guide wire was withdrawn and found significantly deformed. The guide wire was exchanged to an asahi cruise guide wire to successfully complete the procedure. It was informed that there were no adverse patient effects due to the reported event.